Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the insulin pump stopped powering on after the patient went swimming with the insulin pump. She was unable to confirm if the o-ring was visible at the time of the power interruption; however, she indicated that she was able to secure the battery cap during troubleshooting with animas. There were no physical damage reported with the insulin pump but the reporter claimed there was water under the "ir window." There were no allegations of harm as a result of the reported issue. This complaint is being reported because the reported moisture ingress issue was not resolved with troubleshooting. A replacement insulin pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump booted with auditory and vibratory alarms. No damage was found to the battery compartment or cap. There was visible rust seen through the ir window. The pump was exercised for 24 hours without issues. A leak test was performed and the bolus button was found to have leaked. The pump was opened and moisture damage was found inside the pump.